Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. Furthermore, the catalog and lot numbers for the device were not provided. A shipping history search for dialyzers delivered to the account could not be performed because an account number was not identified. As such, device history and manufacturing reviews could not be conducted. A definitive conclusion regarding the complaint incident could not be reached and the complaint is not confirmed.

Event description:
It was reported via a voluntary and anonymous medwatch report that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The report stated that the fresenius circuit was noticed to be saline and blood tinged within 30 minutes (of the hd treatment). It was recorded that the dialysis technician checked for loose connections (sites not specified). However, it was alleged that the connections near the blood pump appeared to be under pressure and cracked and that blood was pouring before the circuit could be changed. Additionally, it was alleged that the dialysis machine (type not specified) did not alarm (with a blood leak alarm) until the dialysis circuit was clamped off. The medwatch report indicated that the patient had an estimated blood loss of 400ml and that intervention was required. However, there is no information about the type of intervention received. No further details were provided in the initial reporting, and contact information was not provided preventing additional follow-up with the user facility.

Manufacturer narrative:
Correction: h10.

Event description:
It was reported via a voluntary and anonymous medwatch report that a blood leak occurred during a patient's hemodialysis (hd) treatment. The report stated that the fresenius circuit was noticed to be saline and blood tinged within 30 minutes (of the hd treatment). It was recorded that the dialysis technician checked for loose connections (sites not specified). However, it was alleged that the connections near the blood pump appeared to be under pressure and cracked and that blood was pouring before the circuit could be changed. Additionally, it was alleged that the dialysis machine (type not specified) did not alarm (with a blood leak alarm) until the dialysis circuit was clamped off. The medwatch report indicated that the patient had an estimated blood loss of 400ml and that intervention was required. However, there is no information about the type of intervention received. No further details were provided in the initial reporting, and contact information was not provided preventing additional follow-up with the user facility.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between a blood leak during a hemodialysis treatment involving with the fresenius dialyzer and the event of patient blood loss of approximately 400ml. At this time, it cannot be verified what exactly caused the blood leak to occur. The product in use has not been sent to manufacturer for product investigation and there were limited product specifications provided. However, a blood leak is a known potential complication with dialyzers. Therefore, based on the reported information the fresenius dialyzer cannot be excluded from the event of patient blood loss with unknown intervention.

Event description:
It was reported via a voluntary and anonymous medwatch report that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The report stated that the fresenius circuit was noticed to be saline and blood tinged within 30 minutes (of the hd treatment). It was recorded that the dialysis technician checked for loose connections (sites not specified). However, it was alleged that the connections near the blood pump appeared to be under pressure and cracked and that blood was pouring before the circuit could be changed. Additionally, it was alleged that the dialysis machine (type not specified) did not alarm (with a blood leak alarm) until the dialysis circuit was clamped off. The medwatch report indicated that the patient had an estimated blood loss of 400ml and that intervention was required. However, there is no information about the type of intervention received. No further details were provided in the initial reporting, and contact information was not provided preventing additional follow-up with the user facility.